Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for permanent birth control. On (B)(6) 2011 hsg was performed. Shortly after the implant, she began suffering from abnormal menstrual pain, abnormal heavy bleeding, abnormal menses, severe lower abdominal pain and cramping, severe pelvic pain, severe back pain, pain during intercourse, migraines, hair loss, metallic taste in mouth, rashes and itching all over, vaginal discharge and infections, fatigue, weight fluctuation, and severe nausea and vomiting requiring several hospitalizations. In (B)(6) 2014 us was done and showed that right coil perforated her uterus. On (B)(6) 2014, hysterectomy and salpingectomy were performed as a definitive solution to her complications. Company causality comment: an adult female plaintiff had essure (fallopian tube occlusion insert) inserted and shortly after the implant had abnormal heavy (genital) bleeding. She performed an ultrasound, which showed that right coil perforated her uterus. Thee years after placement, hysterectomy and salpingectomy were performed. These events are anticipated according to reference safety information for essure. Given the fact that abnormal genital bleeding may occur during essure use and the implied temporal relationship, causality with essure device cannot be excluded. Although the exact circumstances and mechanism of this reported perforation were not provided, given its nature per se, causal relationship with essure devices cannot be excluded. Since an intervention was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right coil of her implant had perforated her uterus/ perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))"), device expulsion ("migration of essure device location of device: migrated from fallopian tube into uterus"), genital haemorrhage ("abnormal heavy bleeding/ abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ excessive menstrual cycles") in a 26-year-old female patient who had essure (batch no. 761440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colposcopy on 18-jun-2014. Concurrent conditions included migraine, headache, overweight, coital bleeding and cervical intraepithelial neoplasia iii. Concomitant products included medroxyprogesterone (depo provera) from 2006 to 2008 for birth control. On (B)(6) 2010, the patient had essure inserted. In (B)(6). 2011, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal menstrual pain/ dysmenorrhea (cramping)/ menstrual pain") and back pain ("severe back pain/ back pain"). In march 2011, the patient experienced fatigue ("fatigue"). In april 2011, the patient experienced vaginal infection ("vaginal infections") with vaginal discharge. In august 2011, the patient experienced rash generalised ("rashes all over/ rashes") and pruritus generalised ("itching all over/ itchy skin all over"). In (B)(6).2011, the patient experienced alopecia ("hair loss"). In (B)(6).2011, the patient experienced nausea ("severe nausea/ nausea"), depression ("depression") and anxiety ("anxiety"). In (B)(6).2012, the patient experienced weight increased ("weight gain"). In (B)(6).2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6).2012, the patient experienced dysgeusia ("metallic taste in mouth/ metal taste in mouth"). In (B)(6).2012, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6).2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vomiting ("vomiting"), menstrual disorder ("abnormal menses"), weight fluctuation ("weight fluctuation") and menometrorrhagia ("menometrorrhagia"). The patient was treated with rizatriptan (maxalt), topiramate (topamax), colecalciferol (vitamin d), surgery (robot-assisted total laparoscopic hysterectomy, salpingectomy (bilateral removal of fallopian tubes)), surgery (robot-assisted total laparoscopic hysterectomy, salpingectomy (bilateral removal of fallopian tubes)), surgery (robot-assisted total laparoscopic hysterectomy, salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation in jul-2011), surgery (ablation in jul-2011) and surgery (ablation in jul-2011). Essure was removed on (B)(6).2014. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, back pain, dyspareunia, migraine, alopecia, dysgeusia, rash generalised, fatigue, nausea, pruritus generalised, vaginal infection, depression, headache, weight increased, anxiety and menometrorrhagia had resolved and the vomiting, menstrual disorder and weight fluctuation outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstrual disorder, migraine, nausea, pruritus generalised, rash generalised, uterine perforation, vaginal haemorrhage, vaginal infection, vomiting, weight fluctuation and weight increased to be related to essure. The reporter commented: patient had colposcopy for treatment of heavy bleeding and pain associated with menometrorrhagia and dyspareunia on 18-jun-2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6).2011: total bilateral occlusion ultrasound scan - in october 2014: right coil perforated the uterus x-ray - on (B)(6).2015: missing coil, none identified current weight as of (B)(6). 2018: 174.00 lbs. Approximate weight at the time of essure placement: 160.00 lbs. On (B)(6).-2014, final surgical pathology report: diagnosis: cervix-cervical endometriosis with mucosal erosion endometrium- proliferative phase endometrium with no significant pathologic change myometrium no significant change left fallopian tube ¿ no significant pathologic change. Foreign body wire is identified within fallopian tube lumen right fallopian tube, excision: paratubal cysts (multiple) clinical notes: dub, right lq pain, essure wires in tubes, endometriosis. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: pelvic pain, dysmenorrhoea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally exclude. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-nov-2016: quality-safety evaluation of the product technical complaint was received. Company causality comment: an adult female plaintiff had essure (fallopian tube occlusion insert) inserted and shortly after the implant started to experience abnormal heavy (genital) bleeding (serious due to medical significance and hospitalizations) and other non-serious events. Four years after placement, an ultrasound examination showed that the right coil of her implant perforated her uterus, whereupon hysterectomy and salpingectomy were performed. Genital bleeding and uterine perforation are anticipated events according to the reference safety information of essure. Although the exact circumstances and mechanism of the events were not provided, given their nature and course a causality of essure device cannot be excluded (related). The case was classified as incident since an intervention was required. A technical analysis concluded that, in the absence of a valid lot number and complaint samples, a quality defect could not be confirmed but was plausible. Further information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right coil of her implant had perforated her uterus/ perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))"), device expulsion ("migration of essure device location of device: migrated from fallopian tube into uterus"), genital haemorrhage ("abnormal heavy bleeding/ abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ excessive menstrual cycles") in a 26-year-old female patient who had essure (batch no. 761440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colposcopy on (B)(6) 2014. Concurrent conditions included migraine, headache and overweight. Concomitant products included medroxyprogesterone (depo provera) from 2006 to 2008 for birth control. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal menstrual pain/ dysmenorrhea (cramping)/ menstrual pain") and back pain ("severe back pain/ back pain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal infection ("vaginal infections") with vaginal discharge. In (B)(6) 2011, the patient experienced rash generalised ("rashes all over/ rashes") and pruritus generalised ("itching all over/ itchy skin all over"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced nausea ("severe nausea/ nausea"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced dysgeusia ("metallic taste in mouth/ metal taste in mouth"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vomiting ("vomiting"), menstrual disorder ("abnormal menses"), weight fluctuation ("weight fluctuation") and menometrorrhagia ("menometrorrhagia"). The patient was treated with rizatriptan (maxalt), topiramate (topamax), colecalciferol (vitamin d), surgery (robot-assisted total laparoscopic hysterectomy, salpingectomy (bilateral removal of fallopian tubes)), surgery (robot-assisted total laparoscopic hysterectomy, salpingectomy (bilateral removal of fallopian tubes)), surgery (robot-assisted total laparoscopic hysterectomy, salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation in (B)(6) 2011), surgery (ablation in (B)(6) 2011) and surgery (ablation in (B)(6) 2011). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, back pain, dyspareunia, migraine, alopecia, dysgeusia, rash generalised, fatigue, nausea, pruritus generalised, vaginal infection, depression, headache, weight increased, anxiety and menometrorrhagia had resolved and the vomiting, menstrual disorder and weight fluctuation outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstrual disorder, migraine, nausea, pruritus generalised, rash generalised, uterine perforation, vaginal haemorrhage, vaginal infection, vomiting, weight fluctuation and weight increased to be related to essure. The reporter commented: patient had colposcopy for treatment of heavy bleeding and pain associated with menometrorrhagia and dyspareunia on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion ultrasound scan - in (B)(6) 2014: right coil perforated the uterus x-ray - on (B)(6) 2015: missing coil, none identified current weight as of (B)(6) 2018: 174.00 lbs. Approximate weight at the time of essure placement: 160.00 lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events abnormal bleeding (general), nausea, dysmenorrhea (cramping)/ menstrual pain, dyspareunia (painful sexual intercourse), perforation (uterus), back pain, lower abdomen pain, pelvic pain, metal taste in mouth, rashes, itchy skin all over were clubbed with previously reported events. Events vaginal haemorrhage, menorrhagia, depression, headache, device expulsion, fallopian tube perforation, weight increased, anxiety, menometrorrhagia were newly added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.